Event description:
It was reported that the user experienced hyperglycemia while at work and disconnected from the ilet, administering 10 units of subcutaneous insulin via pen to reduce blood glucose. The user had a reported glucose level of 320 mg/dl and suspected poor absorption due to abdominal scar tissue. Education was provided on alternative infusion sites, and the user plans to use the upper thigh upon reconnection, with replacement supplies arranged. Symptoms included elevated blood glucose. Outcomes included self-treatment without medical intervention or hospitalization. Investigation included customer interview, review of use conditions, and troubleshooting. Investigation of this case revealed no confirmed device malfunction and a likely contribution from infusion site issues related to scar tissue. It was concluded that the event was consistent with hyperglycemia of unclear cause with user-managed resolution and site-rotation education provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.